Event description:
A customer reported a minimum fill notification when attempting to load a new cartridge with insulin. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support guided the customer in filling and loading a new cartridge using the proper technique. This resolved the issue, allowing the customer to successfully resume using their pump.